Manufacturer narrative:
E1-reporter facility name: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had air in line. Per reporter, after about 42 hours the patient arrived back at clinic. There was a significant amount of air noted between the pump and filter. The bag still had ~300 ml ivf left, and the pump continued to run with no alarm that there was air in line. There was no air between filter and patient, so air did not appear to have reached patient. They stopped the pump, notified lip, pharmacy. The pump was returned to the pharmacy. A new pump/ivf bag was connected to the patient with instructions to keep the pump at/above heart level and to stop pump immediately if air was noted in the tubing. The patient showed no symptoms of distress/air embolism while in pacc. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No event history log provided. No previous repair was noted for the last 12 months. A complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.